Event description:
A caller reported a screen lifting issue that affected their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.